Event description:
A neuron catheter was introduced into the petrous section of the ica over a .035 glidewire. The physician then advanced a 026 separator over a .014 guidewire. The separator would not advance through the neuron where the transition occurs 30 cm back from the distal tip of the 026 separator. The neuron and 026 separator were both removed from the patient and evaluated at the table which confirmed that the catheter was restricted at the transition section. A new separator was introduced with no patient adverse events.

Manufacturer narrative:
Technical evaluation: the neuron has several small kinks in the distal 5cm. The reperfusion catheter 026 od was within specification but at the high end. This, in addition, the kinks in the neuron, resulted in high friction felt during the use of the system. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.